Event description:
It was reported that, "the clamp that holds the persuader closed is loose and does not stay locked."

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 29 mg/dl and 223 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer returned meter (B) (4) and strip lot #0923002 for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter memory.